Event description:
It was reported that an instrument was obtained from stock to replace one from the open heart pack that was dropped during the procedure. Scrub nurse used the suction instrument about 10 minutes when the device broke in three pieces.